Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of the downstream test' was not reproduced. A review of the event history log (ehl) revealed multiple occurrences of 'failed the downstream test'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.